Event description:
Customer reported infection on tooth 9 and implant was removed..

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title, first name, last name and email address are not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation